Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the patient reported weakness in the right half of the body. A computed tomography of the head was performed and showed a new cerebral infarction in the left bridge. Per the physician, the cerebral infarction was related to the procedure and relatedness to the medtronic valve was unknown. Treatment was not reported. One month, one day following valve implant the weakness was reported to be resolved. No additional adverse patient effects were reported.